Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was unable to confirm the reported event and verify the device in need of repair. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported while using the vela ventilator; vent suddenly started pressure limiting at 60 cm when it is in pressure control, well over the set pressure limit. The customer performed troubleshooting and verified no kinks in the circuit. The issue occurred during patient-use; the customer reported the patient was moved to another ventilator with the same settings and everything was okay. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Correction: to clarify a vyaire field service representative (fsr) was on-site. The fsr reported complaint information on the ventilator is unknown. The fsr reported per customer, has two ventilators in need of repair and this vent is not one of them. As a control measure, preventative maintenance was performed on 3/26/2019 for this unit (serial number: (B)(6). The fsr performed the operational verification procedure according to service specifications.